Event description:
It was reported that following a breast biopsy, the pt had an allergic reaction to the clip within a few days after it was placed: burning, itching and pain where the clip was placed. The symptoms have worsened. The pt has hives and itching and, a rash that is coming and going all over her body now, no longer just on the breast area.

Manufacturer narrative:
Date sent: 02/27/2009. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.